Event description:
Related manufacturer reference number 1627487-2019-07484. It was reported that the patient experienced a shocking sensation when she moved a certain way. As a result, the patient underwent surgical intervention wherein the system was explanted (unknown date).